Event description:
This adverse event occurred at another facility. This facility changed dialyzers from the fresenius f-series to am-nr-100u for 187 pts. In this hospital, am-nr-100u dialyzers are intended for single use only pt f continued to use am-nr-100u dialyzers without any problem for 2 weeks. After that this timeframe, pt felt funny any became faint 7 or 8 minutes after initiation of treatment. No respiration or pulse was noted and CPR started. Pt f has recovered. Currently there is no problem.